Event description:
It was reported that at the conclusion of the procedure and removal, the fiber appeared to have become stuck in tissue and the fiber tip broke off inside of the pt. The physician used grasper to remove the tip from the bladder and was comfortable that the tip was removed from the pt. The procedure was completed with another fiber. It was reported that there was no pt harm.